Event description:
It was reported that during surgery the 6.4 drill reamer broke while being used through the drill sleeve. It was determined that a bent drill guide caused the break. It occurred inside the patient, and all pieces were recovered. S+n back-up available and used. Delay under 30 min. No injury reported.

Manufacturer narrative:
The associated complaint device was not returned. We recommend that all re-usable instruments be routinely inspected for wear damage and replaced as necessary. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.